Manufacturer narrative:
Device not returned. Ccds staff has been in contact with hcp as well as sent guidance to sites to take care when handling masks during loading, unloading and packaging.

Event description:
User reported straps broke. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.